Event description:
A surgeon reported that the chandelier was not able to be inserted into the trocar cannula during surgery. It was noted that foreign material or damage was found on the tip of the chandelier. The case was completed with no delay and no pt harm. Additional info was requested, however none is expected.

Manufacturer narrative:
The investigation is in progress. A sample has been received but has not yet been evaluated. Three component lot numbers, mfg in nov and dec 2012, were identified with this complaint. No abnormalities that could have contributed to the customer complaint issue problem were found during the reviews. The product was released according to the MFR's acceptance criteria. A complaint history review performed indicates no additional complaints were associated with these lots. A root cause has not been identified. (B)(4).